Event description:
The event involved a td catheter, 8f, 5 lumen, 110 cm, ra/ra, heparin coated, lf where the customer reported that they were attempting to reposition pulmonary artery catheter (including balloon inflation) at the bedside due to waveform abnormality. The catheter was not able to be repositioned correctly and coiled in the patient's heart which was confirmed via chest x-ray. The customer attempted repositioning the pulmonary artery catheter (pac) under fluoroscopy, they could not visualize balloon, so the catheter was removed and replaced and upon visual inspection the balloon ruptured. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of tear on the balloon was confirmed. During visual inspection a tear was observed on the balloon of the td catheter. It is unknown how and when the tear had occurred on the balloon. The probable cause of the tear on the balloon is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.